Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix could not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead could not be implanted because "it was impossible to screw the lead as the screw was stuck in it." No patient complications have been reported as a result of this event.